Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 9077786. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced product damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 , due to "1 hour of right eye trauma". The diagnosis on admission was: traumatic hyphema (right). Intravenous infusion was given after admission, and in order to reduce the number of punctures, indwelling needle was used. Intravenous indwelling needle was applied to the patient for venipuncturing on (B)(6) 2020. After puncturing, blood returned. When the nurse held the needle handle and wanted to return the needle, it was found that the position of holding the needle handle was opposite and it was difficult to operate. So the nurse immediately asked other colleagues to assist in the operation, and complete the puncturing finally. But the time of puncturing was prolonged and the pain was increased.